Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 3 key inoperable which was reproduced as a delay on keypad response on keypad 1, 2, 6. The reported condition was verified. Visual inspection found the cause was a cracked "pems" on the front. The front case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump 3 key was inoperable during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.